Event description:
The customer reported via phone call that they had a lost sensor alarm and weak signal alarm with the sensor. Customer's blood glucose was 123 mg/dl at the time of incident. It was also found the customer experienced low blood glucose during the call. The customer's blood glucose declined to 26 mg/dl. The customer treated their blood glucose with 5 glucose tablets. Customer was also able to re-establish communication with their insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.